Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. If explanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol), the lens was dropped into the drape. The lens did touch the patient but then it was dropped. No patient injury reported. Additional communication received on (B)(6) 2015 via mail, with an empty product box, verified the lens was partially inserted and removed and replaced within the same procedure with a new lens. It was also reported there was handling difficulty with the lens delivery system during insertion and then the lens was dropped into the drape and unable to be recovered. There was no patient injury and the patient is fine. Additional communication on (B)(6) 2015 via phone, clarified that the drape is the covering for the patient. No further information is available.